Event description:
The customer reported to olympus that during maintenance, a e315(scope communication error) displayed sometimes on the evis exera iii xenon light source. The olympus field service engineer checked and saw no error, but during a later video call with the customer saw an e207(spare lamp error) displayed during pre-use inspection under conditions where the main lamp can be lit, and the spare lamp was blinking due to being faulty. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found of the spare lamp blinking.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a punctured faulty emergency lamp, dust inside the unit and needed to be cleaned, a hexagonal wrench was missing, a white light lens was found foggy, a rack on the power switch, the tank socket was found rusty, a scratch on the front panel, a minor corrosion on the rear panel, a minor corrosion on the chassis and the high function was working ok. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the event occurred due to a faulty emergency lamp. However, the specific root cause of the faulty emergency lamp could not be determined at this time. Olympus will continue to monitor field performance for this device.